Event description:
A us distributor reported that a monitor cannot run detect and treat testing due to functional issue.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (cannot run detect and treat testing due to functional issue) has been confirmed. Upon investigation the had a bent pulse pin. The root cause for the damaged pulse pin was unable to be identified. There was no adverse event that resulted from the damaged monitor.